Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and the pump was no longer functional. Reportedly, the pump screen was shattered because the customer performed physical activity while on the pump. The contact did not know blood glucose (bg) level for the touch screen issue. Additionally, it was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. Reportedly, the customer's bg level was 335 mg/dl and was addressed with a manual injection. The contact confirmed that the customer had an alternate method of insulin delivery available.